Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that collar separation occurred. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device got caught near y connector which cause the separation of the collar part while the device was outside the patient. The procedure was completed with another of the same device. No patient complications reported.